Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient received inappropriate therapy for supraventricular tachycardia via review of remote transmission. Programming changes were recommended. Patient will be brought in to the clinic for further testing and programming changes.